Event description:
It was reported that during surgery, the surgeon used the offset connector. He tightened the screw of the offset connector. The screw was broken. Therefore, the surgeon changed the offset connector to brand new product.

Manufacturer narrative:
Lot# 14e516; visual inspection; device history review; complaint history review; risk assessment. The device was inspected and it was found that the securing screw was fractured. No relevant manufacturing issues were identified as all units met stryker specifications. The root cause is too much torsional force was applied to the screw when it was being tightened, causing the fracture.

Event description:
It was reported that during surgery, the surgeon used the offset connector. He tightened the screw of the offset connector. The screw was broken. Therefore, the surgeon changed the offset connector to brand new product.